Event description:
It was reported that the atrial lead exhibited noise. The physician suspected the lead was fractured. The lead was capped on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.